Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) noted receiving their first shock from the device approximately three to four months ago. The patient reported having symptoms of dizziness prior to the shock and lost consciousness at some point. The patient fell, sustained a broken rib and bruising on their body and face. The patient noted they did not follow-up with their clinic at that time. No additional adverse patient effects were reported. The patient was scheduled for a follow-up appointment in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.